Manufacturer narrative:
A ptc (pharmaceutical technical complaint) was initiated: (B)(4); batch a7020. It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. The review of the DHR (device history records) and of the analytical results of the involved batch didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: not provided. Addendum for follow-up information received on 02/26/2009: according to the dermatology consultant's report, poly-l-lactic acid from the same vial was also given to the other two patients (B)(4). Addendum for follow-up information received on 06/16/2009 and 06/17/2009: additional event of scar (nos) was added. Information received from a dermatologist and a reporter (unspecified relationship) via call center, reporting that the patient received poly-l-lactic acid previously without any adverse drug reaction (date nos) mentioning on an unspecified date, she received it once again and then she presented with mild scar without lesion (date nos), and formation of nodules. No further information is available. Addendum for follow-up information received on 06/29/2009: an additional ptc was initiated: (B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(6). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.

Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a dermatologist via a sales representative and forwarded by our local affiliate (B)(4).). Initial and follow-up information received on 02/03 and 02/07/2009 respectively were processed together. (B)(4). This case involves a female patient (age nos) who received two treatments of poly-l-lactic acid (sculptra) therapy. The first was sometime in 2008 and the second was sometime in (B)(6) 2008. The patient did not experience any adverse events after the first treatment. Relevant medical history and concomitant medication information were not mentioned. After the second treatment, the patient developed infected nodules at the application site. The patient drained the nodules and stated that pus was removed. No further information was provided. Event outcome is unknown.